Event description:
Volume discrepancies were reported. On (B)(6) 2012, the pump was refilled with 40 ml. On (B)(6) 2013, the patient came in for a refill and 3 ml were expected but 0.5 ml were aspirated. The following day the patient woke up at night "feeling overdose symptoms". Two days later the patient went to "the pain unit" with severe overdose symptoms and it was noted that "they only made a telemetry". On (B)(6) 2013, the pump was emptied and the expected volume (39.5 ml) exceeded the actual volume (30 ml). The pump was refilled with 20 ml of saline solution. On (B)(6) 2013 the pump was emptied and the expected volume (18.8 ml) exceeded the actual volume (5.6 ml). On (B)(6) 2013, the pump was emptied and the expected volume (19.5 ml) exceeded the actual volume (16 ml). The medications used within the system were bupivacaine and morphine. It was further noted that "the pump would probably be replaced in the future." The patient was noted to be alive and without injury. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the overdose symptoms occurred 24 hours within refill. The medtronic fill kit and needle were not used for the refill but the refill template was used. No rotor rest was performed and pocket fill was not excluded.